Manufacturer narrative:
Age at time of event: 18years or older. (B)(4). Device evaluated by MFR.: device was returned for analysis. A visual examination was performed and found a hypotube break at 49.4cm from the catheter tip. A microscopic examination revealed that the balloon was in a folded state and did not exhibit any evidence of balloon inflation or rupture. There was no evidence of contrast media within the balloon or inflation lumen. No further damage was noted. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on (B)(4) 2014. It was reported that a balloon rupture occurred. The 99% stenosed target lesion was located in the mildly tortuous and severely calcified popliteal artery. A 4.00mm/1.5cm/140cm small peripheral cutting balloon¿ was used to treat the target lesion. During procedure, a non bsc guidewire was crossed in the lesion and the balloon catheter was delivered and inflated. It was then noted that the balloon ruptured. The procedure was completed with another of the same device. No patient complications were reported and the patient¿s status is good. However, device analysis revealed a hypotube break at 49.4cm from the catheter tip.